Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative was able to clear the por, the device was charging, and there was no por message showing. Subsequent information received reported that the representative was unaware of any code on the recharger and planned to implant the device on monday. Further information received reported that the device was implanted without incident, there were no other codes that came up, and programming went fine. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported there was a power-on-reset (por) condition. The por occurred while the implantable neurostimulator (ins) was still in the box. It was noticed when the manufacturer representative was charging the ins. The device was not implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).